Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor glucose versus blood glucose differences. Customer's blood glucose was 230 mg/dl and sensor glucose value 75. The customer sensor glucose and blood glucose difference is not within acceptable range. The customer was advised to remove and replace the sensor. The customer was advised we will ship a replacement sensor and will return the sensor.